Manufacturer narrative:
Serial numbers: (B)(4). For 7 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation determined there was contamination in the device and rinse volume was low. For 1 event, the investigation determined a rinse station was cracked and not adjusted properly. For 1 event, the investigation determined tubing was broken on the rinse station. For 1 event, the investigation determined the dripping rinse needle was the root cause of the event. For 1 event, the investigation determined the split rinse tube identified by the field service engineer was the root cause of the issue. For 1 event, the issue occurred using one crpl3 reagent pack. Based on the information provided by the customer, the root cause for the issue with the reagent pack could not be determined, however, the malfunction is consistent with inadequate sample probe cleaning as identified by the fse. For 1 event, the issue was caused by a malfunction of the ultrasonic mixers. For 1 event, the issue was resolved by service activities performed by the field engineering specialist (fes). The fes found an internal pink coloration in the rinse station tubing. For 1 event, the investigation determined the event was due to the hole in the rinse tube identified by the field service engineer. The follow up/corrective action for 1 event was that the tubing was re-aligned, vacuum valves were flushed with bleach, and rinse volumes were adjusted. Controls and precision studies were run. The follow up/corrective action for 1 event was that all probes were checked and adjusted. Water pressures and rinse stations were checked. All mixers and photometer optics were checked. The rinse nozzles, tubing, and lens were checked. The heat cut filter was replaced. The follow up/corrective action for 1 event was that a field engineering specialist could not find a cause. He performed precision testing with acceptable results. The follow up/corrective action for 1 event was that the tubing was replaced. The follow up/corrective action for 1 event was that the field service engineer identified and cleaned the dripping rinse needle nozzle. The follow up/corrective action for 1 event was that the field service engineer visited the customer site where the gear pump pressure was adjusted, the rinse probe was adjusted, cuvette levels and ultrasonics were checked. Sample probes were replaced as a precaution. A split pipe was found on the vacuum tube of the rinse station; this was replaced. The lamp was changed on 28-jan-2019 and tanks were cleaned on 19-nov-2018. The photometer check was good and cell blank measurement passed. The customer has been running lithium tests in duplicate since the service visit and have not observed any other result discrepancies. The follow up/corrective action for 1 event was that the fse found film or dried material on the sample probe. The fse replaced the reagent probe. Qc was stable afterwards. The follow up/corrective action for 1 event was that the field service engineer performed repair services on the instrument. There were no further issues after the service visit. The follow up/corrective action for 1 event was that the field service engineer replaced the gear pump, sample probes, heat cut filter, reaction cells, photometer lamp, and syringe seals. He adjusted the reagent probes, sample probes, and the rinse water. The calibration and qc were acceptable. The follow up/corrective action for 1 event was that the ultrasonic mixers were exchanged. The follow up/corrective action for 1 event was that the fes replaced the affected rinse station tubing. The follow up/corrective action for 1 event was that the field service engineer (fse) checked the pipetting and washing parts that were acceptable. The follow up/corrective action for 1 event was that the field service engineer (fse) identified a hole in a rinse tube and replaced it. The fse checked the rest of the tubings. The customer ran calibration and qc with acceptable results. The fse performed a 40 point precision with results within the established guidelines. There were no follow up/corrective actions for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>16</noe> malfunction events. Non-reproducible results were generated by the cobas 8000 c 702 module. The events involved a total of 143 patients with the following: 11 erroneous results for ca2 calcium gen.2. 1 erroneous result for bilt3 bilirubin total gen.3. 2 erroneous results for phos2 phosphate (inorganic) ver.2. 2 erroneous results for crep2 creatinine plus ver.2. 1 erroneous result for ureal urea/bun. 2 erroneous results for creatinine jaffe gen. 2. 2 erroneous results for alb2 albumin gen.2. 1 erroneous result for tp2 total protein gen.2. 1 erroneous result for ferritin. 1 erroneous result for lithium. 120 erroneous results for crpl3 c-reactive protein gen.3. The patients' ages ranged from 1 day to 67 years. There were 2 males.